Event description:
The customer reported that the primary tubing ballooned out just below the upper fitment 1.5 hours into a 4 hour methotrexate infusion. The chemotherapy was stopped and sent to pharmacy to re-prime for use. There were no ivp medications given, and the patient did not leave the unit for CT scan. Customer reports delay in finishing the infusion; otherwise no other known adverse effects from this event. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.